Event description:
It was reported that the tunneler pulled the lead while tunneling. The healthcare professional (hcp) was doing a stage 2 procedure on the left side on the date of this report and during the tunneling there was tension on the lead. It was noted that the hcp pulled the tunneler out and re-tunneled. The hcp pulled the extension through the tunneler and ¿there was way too much lead that came through the tunneler and the lead was mangled.¿ hcp thought the lead got tangled with the tunneler when tunneling. The hcp thought it pulled part of the lead out of the brain. The lead was cut and a portion of it was left in the brain. The hcp was going to replace the left lead on the day following the date of this report along with finish the stage 2 procedure. Additional information received reported the root cause of the lead damage was determined to be that the lead was caught on the tunneler. The remaining portion of the cut lead was explanted. The issue was resolved. The patient received a new lead and bilateral stage 2 on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0g4uu, implanted: (B)(6) 2014, product type lead; product ID neu_I ns_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).